Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed a battery inoperable alarm. Device was returned to customer unrepaired due to customer declined service. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down when the battery was removed. There was no harm or serious injury reported as a result of the event.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs revealed a battery inoperable alarm. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the device powered down due to device having no power source; battery inoperable alarm was due to an intermittent signal between the battery and main circuit board. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device powered down when the battery was removed. There was no harm or serious injury reported as a result of the event.